Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the ins was malfunctioning and shocking the patient. The patient was trying to adjust the amplitude to 3 or 4 volts. The patient stated it wouldn't do anything at first, but he suddenly got a gigantic shock, and was not able to turn the implant on or off at first. The patient was eventually able to make adjustments. The patient stated it first happened when he was lying down and moved his leg or ankle. The patient also reported that it happened while driving. The patient denied recent falls or trauma, but mentioned he has had a pinched nerve in his l3/l4/l5 region. The patient described these events as intermittent, and the onset as sudden. Additional information received stated that the patient spoke to a manufacturer's representative (rep) who suggested the patient programmer be replaced to rule it out as an issue. Patient was issued a new programmer. The patient also reported he cannot feel stim on program a but could feel it on program b. There were no reported complications and no further complications were expected. Patient was implanted for failed back surgery syndrome and post lumbar laminectomy syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the ins needed to be "re-calibrated with possible device failure". The patient was seen by a rep who reprogrammed the device, and the patient stated the issue was now resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.